Event description:
The customer reported the system did not fluoro and the monitor went out during fluoro. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He fixed the flashed nodes and reloaded the cal files. The system operates as intended.